Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5172332. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7089942 / 7089950.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances on the left lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was discarded by the medical facility.